Event description:
Attempts for product return of the hhd were unsuccessful. The physician wanted to keep the hhd since it was working fine.

Event description:
Analysis of the software was completed and no anomalies associated with flashcard software or databases were identified. During the analysis of the returned handheld, it was identified that a white bar was across the top of the display image. The cause for the anomaly is associated with a defective display, although some functionality was possible. No further anomalies were identified.

Event description:
Additional information was received that the hhd is no longer displaying properly and that the screen is dead. The hhd and software flashcard were received on 06/23/2015. Analysis is underway but has not been completed.

Manufacturer narrative:
Device failure is confirmed, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a 0.25 inch wide "white bar" across the top of the screen was observed on the handheld programmer. This was indicated to have not affected the performance of the device and only obstructed the software version number and the time. When the software flashcard was reinserted into the hhd, the ¿white bar¿ appeared striped and blurry. After a while the stripes grew paler, and the top portion just looked white again. This issue was indicated to have not affected the performance of the device and only obstructed the software version number and the time. There was no known mishandling or accidental trauma to the device. The hhd is expected to be returned but has not been received to date.

Manufacturer narrative:
(B)(4).